Event description:
While flushing the diagnostic catheter, the physician realized that the catheter had a "hole like a line" that leaked. The "hole" was located distally near the tip, was little less than 1 cm and was in a vertical direction.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.